Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device (lab result). The complaint was classified based on the customer service representative (csr) documentation. The patient did not recall when the meter to lab comparison was performed. The patient confirmed both samples were drawn within a few minutes of each other; however, the patient did not recall the reading obtained with the subject meter, nor did he recall the lab result. The csr noted that the patient was unwilling to answer the majority of questions asked at the time of the call. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate high result. The patient denied developing symptoms after the issue began; however, stated that during a doctor's office visit (date unknown) his doctor advised him to take an increased dose of oral medication (type and dose not provided). At the time of troubleshooting, the patient confirmed the test strips appeared in good condition, were not expired or opened passed their expiration date. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms nor receive medical intervention for severe hypoglycemia after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter reportedly did not meet lfs' accuracy criteria.